Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 14mm from the tip of the device. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon ruptured and a pinhole was noted. The device was removed and the procedure was completed with another of same device. There were no patient complications reported and the patient was in good condition after the procedure.